Event description:
The following information was reported to gore: on (B)(6) 2024, this patient was scheduled to undergo tavi + evar, but the patient developed left main trunk (lmt) stenosis and aortic dissection during tavi. Therefore, the planned evar was canceled, and emergency stenting in the lmt, ascending aortic replacement and right common iliac - external iliac artery repair were performed. In the morning on (B)(6) 2024, peripheral artery stenosis on the left lower limb was noted; therefore, femorofemoral bypass was constructed. On (B)(6) 2024, an emergency tevar + evar was performed for the remaining dissection in the descending aorta and right common iliac artery using gore® tag® conformable thoracic stent graft with active control system (ctag ac) and gore® excluder® aaa endoprosthesis. The ctag ac was placed just distal to the left subclavian artery. In the abdominal aorta, an aortouniiliac (aui) procedure was performed using excluder contralateral leg components and aortic extender (left common iliac artery was coil-embolized). During the procedure, the final angiography showed a proximal stent graft-induced new entry tear (psine) at the edge of ctag ac. Since the ascending aorta had been already replaced, no additional treatment was performed and a wait-and-see approach would be taken. The patient tolerated the procedure. The reporting physician commented as follows: the ctag ac slightly moved distally when deploying it. The device should have been deployed more proximal position.

Manufacturer narrative:
H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® tag® conformable thoracic stent grafts with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, device migration and dissection. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.